Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer and based on the legal manufacturer's final investigation. A correction to e2 is being made. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause of the reported event could not be identified. Based on the results of the investigation, the image issues could have been caused by one of the following: communication error with scope; corrosion or objects on the electrical contacts of the video connector socket; lock malfunction; or light source cable faulty connection. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was obtained from the customer on 10sept2021. The customer reported the procedure in question was likely diagnostic. The procedure was completed by moving the patient to another room with another unit. There was no negative impact on patient's overall outcome.

Manufacturer narrative:
During the course of performing due diligence, the customer confirmed that the issue was resolved by their biomedical engineering department. The customer went on to note that no details were provided when she inquired as to what resolved the issue. At this time, the device is not scheduled to be returned for evaluation. If additional information becomes prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that the image on the evis exera iii video system center was lost during a procedure. There was no patient harm or consequence reported as a result of this event.